Event description:
It was reported that during a pre-use check on the portex tubes blue line classic, the customer noticed that air leaked from the cuff. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
The file was inadvertently marked reportable. The event reported under MFR 3012307300-2018-04034 was determined to be not reportable and no further reports will be filed using this file number. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the returned sample was received in used conditions without its original packaging. Customer?s reported issue was confirmed. Leaks were detected in the cuff. The root cause of the reported issue was determined. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the facility. Actions taken to mitigate the reported issue a corrective and preventative action has been opened and closed to address the reported issue. Per manufacturing date of the unit related to customer complaints, the defective rate declined since the corrective and preventative action closed. Additional information provided in b1, b5, d10, g4, h3, h6.